Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo and 1 video was provided for investigation. The photo and video was reviewed and the indicated failure mode for oil gel globules was observed. Poor barrier separation was not observed. Additionally, retention samples of the incident lot were visually inspected with no issues identified. Complaints for sample quality were not under statistical control for the month of may 2023, therefore additional testing was conducted: there were no difficulties encountered during blood collection as all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure modes, oil gel globules and poor barrier separation, because the defects were not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for oil gel globules based on the provided photo and video. This complaint has not been confirmed for poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes displayed oil gel globules and poor barrier separation of the sample. The following information was provided by the initial reporter. The customer stated: defects; discovered melting of separation adhesive quantity: 1 piece impact: no other adverse effects on the patient.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes displayed oil gel globules and poor barrier separation of the sample. Verbatim: stage: after centrifugation. Defects; discovered melting of separation adhesive. Quantity: 1 piece. Impact: no other adverse effects on the patient. Samples cannot be returned, photos provided.

Manufacturer narrative:
E.1. Initial reporter phone # (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.